Event description:
This is an ongoing and unresolved gtube balloon bursts for a pt. This is the third out of six (until date of reporting (B)(6) 2015) incidents. Pt was visiting ophthalmology clinic for routine follow up when mother of pt realized left side of the pt's shirt felt wet. Realized button had fallen off. Tried placing a deflated g-j tube so stoma site won't close. Was unsuccessful. Caused some bleeding. Rushed to emergency room. Surgeon resident forced 10 fr tube so stoma won't close. Caused more bleeding around the site. Fentanyl used again. Fellow came and placed new gtube. Fluid volume 5 ml. Same rptr as mw5042542 - mw5042546. Happened less than 3 months after gtube related laparoscopy surgery hence, needed to be taken to emergency room for gtube replacement.